Event description:
It was reported that during use on a patient, the fiber optic sensor for the cardiosave intra-aortic balloon pump (iabp) was having issues. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and noted that the fiber-optic assembly was replaced after the part had failed the running tests with numbers out of factory specifications. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the fiber optic sensor for the cardiosave intra-aortic balloon pump (iabp) was having issues. There was no harm or injury to the patient and no adverse event was reported.